Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No device, ancillary devices or cine images were received for evaluation. Sanguine residue was noted within the balloon chamber confirming communication between the inflation lumen and sanguine environment had occurred. The balloon chamber of the rapidcross dilatation catheter was placed within a pan of water. A 10 cc water filled syringe was attached to the proximal hub luer lock. An attempt to inflate the balloon chamber was made: the balloon would not inflate due to an occluded inflation lumen. The balloon chamber was examined under magnification: a longitudinal tear in the balloon chamber was noted.

Event description:
Physician attempted to treat patient using a rapidcross balloon at the distal anterior tibial artery. Lesion type fibrous with little tortuosity and little calcification. Artery diameter was 2.5 mm and lesion length was 40 mm. A 6f sheath was used. An inflation device was used with "usual" dilute contrast. It is reported that the balloon burst during first inflation under nominal pressure. No issues noted prior to use. No resistance encountered during initial advancement. A second balloon was used to complete the procedure. No patient injury reported.